Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.

Event description:
It was reported that while trying to begin meshing the skin during surgery, the handle goes all the way around not able to properly mesh. The carrier/device failed to advance or move forward. The gears on the mesher were not stuck. The handle was able to perform the up and down motion. There was no patient harm. There was no medical intervention required. The taken graft was not damaged. An additional unplanned skin graft was not needed to complete the surgery. There was a surgical delay of about 5 minutes while another mesher was prepared. Due diligence is complete, there is no additional information available.